Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/14/2014 with the following findings: the reported no-power issue could not be adequately investigated due to a blank display-screen issue; thus no conclusions could be determined in this regard. Several inexplicable reboot events, which can be indicative of a power-related issue, were observed in the black box data. The battery compartment and returned battery cap were observed to be free of damage. The returned battery cap was able to secure to the pump per the instructions for use (IFU). The pump powered on, as confirmed by the presence of the auditory cue; however, the display screen was blank and the vibratory function failed due to internal moisture damage. The pump failed a leak test due to a crack between the display lens and case seal; this device failure caused the moisture ingress event. The pump case was removed, and corrosion was found on the display flex/connector, printed circuit board, and piezo-driver circuits. The relation of the observed device failures to the reported no-power issue can not be determined, as the reported no-power issue would have to be duplicated to determine such. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that moisture was evident behind the display lens and the pump was experiencing a no-power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.